Manufacturer narrative:
The perforator was not returned for evaluation (discarded by customer) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2020-00104, 3014334038-2020-00106. A facility reported the perforator did not stop drilling while performing a burr hole. The perforator clicked in place in the drill and the recommended spring tests between each burr hole were performed. No patient injury reported and the event did not lead to surgical delay.